Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), all insulators were breached cut and the outer insulation had a cosmetic depression.

Event description:
It was reported that the patient received inappropriate high voltage therapy shocks due to the sensing of noise on the right ventricular (rv) electrogram (egm). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.